Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were unable to be installed and became dislodged from the pump. Customer's blood glucose level was 193 mg/dl. Tandem technical support assisted customer with loading a new cartridge.